Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this cardiac resynchronization therapy defibrillator (crt-d) due to concerns for inappropriate anti-tachycardia pacing (atp) and shocks. Boston scientific technical services (ts) performed an analysis in which it was determined that the recorded episodes may be inappropriate therapy for an atrial driven rhythm. Ts also noted that the stored pacemaker mediated tachycardia (pmt) episode appears to be false pmt. The device remains in service. No additional adverse patient effects were reported.